Event description:
Customer reportedly obtained results of 108mg/dl and 48mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.